Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 the complaint states a missing/detached/broken sensor wire occurred. No product was provided for evaluation. The reported event was not confirmed. A root cause was not determined. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.